Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *tlh-bs (total laproscopic hysterectomy) for pain. From (B)(6) to (B)(6) patient used condoms for contraception, and reason for discontinuation-essure occlusion confirmed. Insertion details, date of service : (B)(6)2009 procedure order : urine pregnancy test hysteroscopy sterilization injection nerve block paracervical on (B)(6)2010 by hysterosalpingogram (hsg) and the result of essure confirmation test was total bilateral occlusion examination performed : (B)(6)2010 hysterosalpingography clinical history : patient is status post essure coils findings : hysterosalpingogram was performed. Study demonstrates bilateral essure coils is satisfactory position without opacification of the fallopian tubes. Uterine cavity is unremarkable. Impression : bilateral essure coils causing complete blockage of the fallopian tubes on (B)(6)2011 preoperative diagnosis & postoperative diagnosis pelvic pain five implants of endometriosis procedure : total laparoscopic hysterectomy bilateral salpingectomy excision of 5 implants of endometriosis oversew of rectum. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and adenomyosis ("endometriosis uterus"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract disorder, urinary tract infection, bladder disorder and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, bladder disorder, genital haemorrhage, pelvic pain, urinary tract disorder, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: while stabilizing the handle, the wheel was rotated one click per second until it stopped, after waiting 10 seconds for the coils to expand, the catheter disengaged; 1 coils were noted to be present in the uterine cavity at the end of this portion of the procedure most recent follow-up information incorporated above includes: on(B)(6)2019: pfs received- new events urinary tract infection, bladder problems, urinary problems were added.follow up 2&3 processed together. On (B)(6)2019: plaintiff fact sheet received. Events added from pfs- endometriosis uterus. Aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.